Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 90% stenosed, 15x2.5 mm, eccentric, de novo target lesion containing a lesion bend of <=45 degree was located in a mildly tortuous and mildly calcified left circumflex (lcx) artery. Following the insertion of a non-bsc guide wire, pre-dilation was performed. Subsequently, a 2.50x16mm promus element ¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the 7th row from the distal end of the crimped stent were distorted, deformed and lifted upwards from the stent profile. This type of damage is consistent with resistance being encountered while attempting to advance the device to the lesion site. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).